Manufacturer narrative:
H.6. Investigation: there was no photo or sample received for investigation with the customer's complaint of separation. Without any further information, the complaint cannot be verified and the root cause remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported that 3 unspecified bd catheters spontaneously disconnected. The following information was provided by the initial reporter: " it was reported by the customer that the tubing was found disconnected from the IV hub. "

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 3 unspecified bd catheters spontaneously disconnected. The following information was provided by the initial reporter: "it was reported by the customer that the tubing was found disconnected from the IV hub."